Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery during basal for the past two days. The blood glucose reading was over 600mg/dl. Troubleshooting was performed. The customer stated that the alarm was resolved by changing the infusion set. The customer mentioned that the infusion set has a lot of air bubbles in the tubing, and she does fill the reservoir with insulin from the refrigerator. During the call, the customer stated that she was hospitalized due to high blood glucose of 511mg/dl, diabetes ketoacidosis, and had (B)(6). The customer stated that she was told to take tami flu. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to remove the cannula and it was not bent. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.